Event description:
It was reported that during the spinal cord stimulation (scs) implant procedure in which the patient was under general anesthesia, the patient experienced loss of her motor functions with neuromonitoring. The physician chose to abort the procedure. It was assessed that the event was not believed to be device related, rather was due to the patient's anatomy. Once the procedure was over, the patients motor functions returned to baseline. The patient was doing well postoperatively. The explanted lead will not be returned as it was retained by the medical facility.